Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: sweden.

Event description:
It was reported that during surgery the device worked at the first skin taking but at take two, no air comes out of the handle but you can hear that there is an air leakage between the handle and the air pressure hose. Switching to another dermatome handle worked with the existing air pressure hose so there was nothing wrong with the hose. There was no patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, e1, e2, e3, g1, g2, g3, g6, h1, h2, h4, h6, and h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.